Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous de novo right coronary artery (rca). The lesion was pre-dilated with an unspecified device and a 4.0x28mm xience xpedition stent delivery system (sds) was implanted. Post stenting revealed an edge dissection and was treated with an unspecified drug eluting stent. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.